Manufacturer narrative:
The glidescope avl video monitor and a glidescope avl video baton 3-4 were returned to verathon for evaluation. A verathon technical service representative tested the returned video monitor and video baton together. The reported green lines were confirmed and the failure was isolated to a wire harness on the video monitor back shell. The back shell of the video monitor was replaced and the video monitor passed all tests. The video monitor and video baton were returned to the customer. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video monitor, the image had green lines over it. The customer indicated the procedure was completed with the video monitor. No harm to the patient or user was reported.